Manufacturer narrative:
The device was manufactured from february 3, 2022 - february 4, 2022. The actual device was received for evaluation. The sample was returned to the plant containing 62 ml of residual drug fluid in the device. A visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and found to be within the product specification range. The reported condition was not verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused; approximately 30% remained in the device. This was observed during patient infusion. The device was filled with piperacillin/ tazobactam. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction: this report is a duplicate of manufacturer report number 1416980-2022-04675. All information can be found under manufacturer report number 1416980-2022-04675. Should additional relevant information become available, a supplemental report will be submitted.